Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4).after investigation the event is no longer considered reportable since the type 3b endoleak related to cmd has been revealed in imaging review prior to implant of the zdeg. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: custom made device (cmd) graft implanted (B)(6) 2019. Patient underwent secondary intervention for endoleak on (B)(6) 2026. Surgeon placed zdeg dissection graft (zdeg-p-36-79-pf-us, lot e4473862), overlapping into 36mm distal edge of cmd graft. Gore cuff placed in narrow 24mm segment. On (B)(6) 2026, patient ruptured and was returned to the operating room (or). Surgeon found transverse defects and holes in graft material. ¿the stents that had been placed the day prior had torn through the cmd in multiple locations at the peaks of stent struts¿ per doctor, patient was too frail to undergo explant. Left the operating room for comfort care and expired (B)(6) 2026. No autopsy planned. Pt missed 2024 annual visit.